Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (200mcg/ml, 57.50mcg/day, unknown lot number) and dilaudid (40mg/ml, 11.5mg/day) in an implanted pump for non-malignant pain and failed back surgery syndrome. The pump alarmed in august 2015 due to a missed refill. The patient got in for a refill as soon as possible. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant medications, pertinent medical history, and the cause of the missed refill. If additional information is received, a follow-up report will be submitted.